Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon kept getting a solid tone while using the hdh05. It would work for a few minutes and then quit. This repeated itself during the same case with two additional instruments. The case was completed with a fourth hdh05. There was no consequence to the pt. The devices were discarded.